Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Attachment: [asr-2017 q2 e2015043 oyc.zip]

Event description:
This report summarizes 4,346 reported events (3,659 initial reports and 687 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contain no reportable serious injuries. Patient age ranged from 2 years to 96 years. Patient weight ranged from 26 lbs to 429 lbs. Patient gender was 43.2% male and 56.8% female. The 687 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see below for additional information. This report summarizes 4346 reported events (3659 initial reports and 687 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption (B)(4) and contains no reportable serious injuries. Patient age ranged from (B)(6) years to(B)(6)years. Patient weight ranged from (B)(6) lbs to (B)(6)- lbs. Patient gender was 43.2% male and 56.8% female for these reported events. 3582 events were associated with button error alarm/keypad unresponsive, 724 events were associated with motor error alarm and 40 events were associated with both button error alarm/keypad unresponsive and motor error alarm. 1989 events were coded with device problem code (B)(4) -device operates differently than expected. The following patient problem codes are associated with device problem code (B)(4)-device operates differently than expected: 50 hyperglycemia, 8 hypoglycemia 1931 no consequences or impact to patient. 1867 events were coded with device problem code (B)(4) device displays error message. The following patient problem codes are associated with device problem code (B)(4) device displays error message: 49 hyperglycemia, 7 hypoglycemia and 1811 of no consequences or impact to patient. 490 events were coded with device problem codes (B)(4) device operates differently than expected and (B)(4) device displays error message. The following patient problem codes are associated with device problem codes (B)(4)- device operates differently than expected and (B)(4) device displays error message: 24 hyperglycemia, 3 hypoglycemia and 463 of no consequences or impact to patient. The 687 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product. This report summarizes the results of our investigation of all 4499 reported events included in this summary report, submitted per exemption (B)(4). The evaluation conclusion codes for these 4499 reported events are: 65 of electrical problem, 236 of open circuit, 603 of deformation problem, 79 of fatigue problem, 54 of hardware timing problem, 1461 of improper humidity, 131 of fracture problem, 2 of friction problem, 3 of wear problem and 93 of no failure detected. Also, there were 608 of no results code available since no evaluation was performed and 1164 of results pending completion of evaluation.